Event description:
It was reported during a pump replacement the healthcare professional (hcp) was not able to aspirate the catheter and declined the prime on the back table. The hcp performed a dye study and determined the catheter possibly needed to be replaced. During the reconnection of the new pump, the pump segment of the catheter was sheared/cut. The segment was replaced with a new suture-less connector. After the pump replacement, the patient was not waking up. The patient was given something post-op that she was possibly allergic to. Emergency services were called and the patient was sent to the hospital for a few days to recover. It was noted it was unrelated to the procedure but it did happen post-op. The pump was used to deliver morphine, baclofen and bupivacaine. The patient was seen on (B)(6) and was doing well and getting effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID 85 90-1, serial# (B)(4), product type: accessory. (B)(4).